Event description:
It was reported the pt no stimulation sensation. The pt stated an intoxicated man fell on her repeatedly over a month ago at a ball game she had attended. The pt stated that the past week while driving, she felt 3 surges and couldn't feel stimulation after that. The pt was able to increase or decrease the stimulation with her pt programmer, but still felt no stimulation. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).